Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm occurred. The customer was unable to confirm alarms since pump was not with her but with her son, so she was unable to troubleshoot with tandem technical support. Multiple attempts have been made to contact customer but were unsuccessful in reaching customer. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.